Manufacturer narrative:
Continuation of medical devices: 3889-28 lead, implanted: (B)(6) 2016; 3058 lead, implanted: (B)(6) 2016; dtma1q1 device, implanted: (B)(6) 2017; 429888 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that suspected right ventricular (rv) lead noise was observed during a recorded episode of ventricular tachycardia (vt), along with suspected intermittent right atrial (ra) lead undersensing. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.